Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that multiple error alarm. Customer's blood glucose value was unknown. Customer also stated that drive support cap was sticking out. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer states the alarm occurred right after a battery change. The customer was assisted with troubleshooting for multiple pump error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Device will return device for analysis.

Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Insulin pump passed displacement test and self test. Insulin pump was tested with no software error bad pointer alarm noted.